Event description:
Approximately a year and eleven months post index procedure, the patient had chest pain and visited the hospital. Coronary angiography was conducted and thrombus was observed from the proximal edge of the inside edge of the second cypher in the mid left anterior descending (lad) branch. The thrombus was treated with aspiration and three taxus stents were implanted (2.5 x 24mm, 2.75 x 32mm and 3.0 x 12mm) inside of the previously implanted cyphers in the lad. An intravascular ultrasound was conducted and a concentric stent fracture, at the middle portion of the implanted cypher (second cypher) was noticed, and positive remodeling (approximately 2mm) was confirmed at approximately 5 to 10mm long around the fractured portion of the cypher in the mid lad. The physician noted that the thrombotic event was possibly due to the effect of the stent fracture. The patient was admitted for a procedure in 2007, with lesions in the proximal to distal lad and the first diagonal branches. The lad was de novo, eccentric, bifurcated and totally occluded. It was 75mm in length and the vessel was between 3.0 and 3.5mm in diameter. The first diagonal was de novo, eccentric and bifurcated. It was 10mm in length and the vessel was 2.5mm in diameter. The lad was pre-dilated at 14 atm and a 3.0 x 18mm cypher stent was implanted at the distal end of the lad at 18 atm. Then a 3.0 x 33mm cypher stent was implanted, at 20 atm, proximal to the first cypher. Finally, a 3.5 x 33mm cypher stent was implanted, at 20 atm, proximal to the second cypher, overlapping it. Post-dilation was conducted at 16 atm. The residual percentage of stenosis was 0 and timi flow improved from 0 to 3. The first diagonal was pre-dilated and a 2.5 x 12mm taxus express stent at 8 atm. Post-dilation was conducted. The residual percentage of stenosis was 0 and timi flow improved from 0 to 3. The patient's medications included 81 mg of aspirin (intra procedure), 200mg of ticlopidine (intra and post procedure) and 15,000 units of heparin (pre procedure). It was noted that the dosage of ticlopidine was reduced to 100mg a day in 2008, as it had been a year post implant of the cyphers.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.